Event description:
A malfunction was reported with no notable events occurring prior and no adverse impact to the customer's blood glucose level. The issue displayed malfunction code 16, and while the fault was identified, the malfunction code was not resettable. Customer support arranged for the pump to be replaced, confirming the device was under warranty. The customer was instructed to use multiple daily injections as a backup therapy and agreed to place the pump into storage mode before returning it. The return of the faulty pump was arranged with a prepaid label to be sent back within ten days.